Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a communication issue. The customer confirmed that the patient is now on server and the issue had been resolved. The system functioned as intended after the customer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a communication issue. The customer stated that the multiple patient information is not crossing causing interruption in the dispensing medications. There were no adverse events or injuries reported based on this event.